Manufacturer narrative:
An event regarding a loose tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no devices were returned for evaluation. -medical records received and evaluation: all records were reviewed by a consulting clinician who indicated that no conclusions can be made with the information provided. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no patient medical records were provided for review. Additional information such as xrays, primary and revision operative reports and examination of the explanted devices would be required for further review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient presented with pain and surgeon revised the cup, liner and head in patient's left hip. Surgeon suspected cup was loose - no bony ongrowth was noted on the cup when surgeon revised.

Manufacturer narrative:
Device description reported as unknown shell. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient presented with pain and surgeon revised the cup, liner and head in patient's left hip. Surgeon suspected cup was loose - no bony on growth was noted on the cup when surgeon revised.